Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017, a (B)(6) neonate in an incubator incurred 3rd degree burns on the lower left side of the body (confirmed by a dermatologist) while being monitored on an mp20 patient monitor. A 3rd degree is a full thickness burn. Depending on the size and depth of the burn site, there could be scarring. This complaint has been evaluated and has been determined to be reportable, as a 3rd degree burn is classified as a serious injury.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and performed system status & condition checks, as well as a leakage current test. The device passed all checks/tests. No malfunction of the device occurred , it works as specified. The involved electrodes were investigated in a separate complaint. No malfunction of the mp20 monitor occurred. Based on the available information from the related sensor complaint, philips is considering this incident to be related to a clinical application / use error. The customer was appropriately informed of the investigation results. The device remains at the customer site. No further investigation or action is warranted.